Event description:
It was reported that during a lap gastric bypass procedure, on the first firing, the device locked out. It only cut partway, and only deployed 3/4 of rows of staples. The second reload appeared to cut and staple properly. On the third reload, the firing lever appeared to be too close to the closing lever. They pulled another device at this point. The case was completed without pt consequences.

Manufacturer narrative:
Tracking #455080-0, date sent: 6/21/2006, a1,2,34; b6, 7; d11: information was not provided the initial contact. H6 100 & 400= left handle shroud pinion axle support damaged.evaluation summary: based on the analysis finding of damaged pinion axle support, this file is considered to be reportable. One instrument was received in good visual condition. No cartridge was returned for analysis. Functionality test could not be performed as the instrument was found to have damaged the firing mechanism; it was disassembled to examine the condition of the internal components, and the left handle shroud pinion axle support damaged. A batch record review was performed, and no amomalies were found during the manufacturing process.